Event description:
It was reported that the patient presented with loss of capture exhibited on the implantable cardioverter defibrillator. No intervention was performed. There were no patient or consequences.